Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime the blood inlet port of the oxygenator was broken. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - corrected exp date). D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (corrected device manufacture date). H6 (identification of evaluation codes 10). Method code: 10 - testing of actual/suspected device. The returned sample was confirmed to have damage to the blood inlet port. Additionally, the gas out port was deformed. The packaging of the product also ensures protection against damage to the reservoir and its components during shipping. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 28, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer, method code #2: 3331 - analysis of production records, method code #3: 4114 - device not returned, results code: 3259 - improper physical structure, conclusions code: 4307 - cause traced to component failure. The sample was not returned for investigation; therefore, a retention sample of the same product code and lot number was visually inspected. It was found to have no damages or anomalies, specifically with the ports on the oxygenator. Without the sample, the root cause was not able to be determined. All oxygenators are 100% visually inspected at several points in the production process. It is likely that the blood inlet port was damaged by a shock force at some point during the handling of the product, however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.